Manufacturer narrative:
Potential ateration of staining in this case was due to slide rack level being out of specification. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Following the slide rack level being out of specification; the resulting failure mode could occur: uneven or missing reagent distribution. These failure modes have the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: slide rack unleveled. No direct or indirect patient harm or user harm have been reported.